Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The caller reported via phone call that the customer was having issues with low blood glucose. The customer's blood glucose was unknown at the time of incident. The customer's blood glucose was 209 mg/dl at the time of call. The caller reported that the insulin pump might be over delivering. Troubleshooting was done. The caller stated that the programming was correct. The customer stated that the insulin pump was not exposed to high magnetic fields. The insulin pump will not be returned for analysis.